Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient's mother reported that the alleged issue began on (B) (6) 2010. It is unknown how often the patient tests her blood glucose; however, the reporter confirmed that the patient is on an insulin pump. As a result of the alleged high results she was obtaining on the subject meter, the reporter stated that the patient was administering an increased does of humalog insulin. On the evening of (B) (6) 2010, the patient's mother claimed that the patient developed symptoms of a low blood sugar (exact symptoms not specified). At the onset of the symptoms, the patient's mother stated that the patient obtained blood glucose readings of "137 mg/dl" with the subject meter and "64 mg/dl" on another device (onetouch ultramini meter), performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The reporter claimed that the patient treated self with food and/or drink in response to the symptoms. It is not known when the patient last tested with the subject meter prior to the start of the symptoms or what result she had obtained. At the time of troubleshooting, the cca noted that the patient was using test strips that were past their expiration date. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.